Event description:
It was reported that the compressor went into standby while it was connected to a ventilator during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. The returned circuit board was installed in a reference compressor and connected to a reference ventilator without wall air connected. The compressor initially delivered air normally but went into standby after an hour, which is incorrect behavior for a compressor when wall air is not connected. The circuit board was electrically examined and it was discovered that a pressure sensor was drifting. This was interpreted by the compressor as if wall air was connected to the compressor, which caused it to go into standby mode. The root cause for the reported issue was a defective pressure sensor. What caused the sensor to fail has not been determined. A defective pressure sensor may lead to stop of ventilation if no oxygen is connected to the ventilator.

Event description:
(B)(4).